Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 8 x 40 stent successfully implanted in the proximal right carotid artery (rica). A 5 mm. Angioguard was used. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The residual stenosis was 10%. The day after the procedure, the patient was reported to have experienced a non-q-wave myocardial infarction (mi). Coronary angiography was not performed. Six days after the index procedure, the patient expired due to cardiogenic shock. The patient was asymptomatic for the index procedure. The proximal rica target lesion was reported to be: a 90% stenosis, 15 mm. In length, absent of thrombus, 5 mm. Reference diameter, moderately calcified, and eccentric.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(4) study indicated that the patient had a precise 8 x 40 stent successfully implanted in the proximal right carotid artery (rica). A 5 mm. Angioguard was used. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The residual stenosis was 10%. The day after the procedure, the patient was reported to have experienced a non-q-wave myocardial infarction (mi). Coronary angiography was not performed. Six days after the index procedure, the patient expired due to cardiogenic shock. The patient was asymptomatic for the index procedure. The proximal rica target lesion was reported to contain a 90% stenosis was 15 mm. In length, absent of thrombus with a 5 mm. Reference diameter, moderately calcified, and eccentric. The patient's medical history includes congestive heart failure, smoking, recent myocardial infarction and hypertension with high risk criteria of chf (class iii/IV) and/or known severe left ventricular dysfunction lvef<35%. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15614670 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Myocardial infarction is a known potential adverse event associated with any invasive procedure in which medical devices/products are inserted into the patients vasculature and manipulated to varying degrees and is listed in the IFU as such. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a causal relationship between the stent implanted in the carotid artery and the reported mi. The inherent risk of the procedure combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.